Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during the procedure physician was not able to inflate the subject device, as the inflating (contrast) media was not staying in the balloon. There was no clinical consequence reported to the patient as a result of this event.

Manufacturer narrative:
The subject device was not received.

Event description:
It was reported that during the procedure physician was not able to inflate the subject device, as the inflating (contrast) media was not staying in the balloon. There was no clinical consequence reported to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. No anomalies were revealed during visual and microscopic analysis of the returned balloon catheter. However, performance test revealed that the device was unable to be flushed due to hardened contrast media. Distal balloon catheter was cut in order to inflate the device. After balloon was inflated the leak was confirmed at the proximal end of the device. Information from the complaint stated that the device was in good condition prior to use and was prepared as per device instruction for use(dfu). It is likely that the damage to the device occurred during the clinical procedure. Therefore, an operational context was assigned to this event.

Event description:
It was reported that during the procedure physician was not able to inflate the subject device, as the inflating (contrast) media was not staying in the balloon. There was no clinical consequence reported to the patient as a result of this event.